Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator (date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin thinning at the implant site over time due to high sound processor magnet strength. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.